Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient was receiving radiation therapy. No intervention was reported.

Manufacturer narrative:
(B)(4).